Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the damaged transformer on the processor/bridge/pace board. The processor/bridge pace board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported issue.